Manufacturer narrative:
Complaint complete and event reassessed to reportable. Based on feedback in this case, as well as the investigation of the returned device, it is understood that increased resistance was experienced during the deployment in this case, which resulted in the failure of the bifurcation hub to outer braid bond. When bond failure is seen, it suggests that a significantly high deployment force occurred. Additional physical evidence in the returned device; the braid lengths being elongated outside of its specifications, supports that the deployment force was high in this case. Therefore, the investigation concludes that this is a 'partial deployment' case, which was caused by increased resistance during deployment, and the complaint is not related to a deficiency with the device. The root cause of the high deployment force in this case is the anatomical conditions of the patient, which included very heavy calcification at the target site, as well as there being stenosis within the vasculature. These factors would have contributed to increased friction between the delivery system components, and between the delivery system and guide/introducer sheath during the stent deployment. Veryan is aware that difficult anatomical conditions can contribute to increased resistance during deployment, as was the case in this complaint. Ufmeca-1 version 19.0 line items #99-113 documents the potential hazardous situations associated with resistance being present during deployment. Feedback in this case indicated that resistance was experienced during advancement of the device to the target site. It is important to note that IFU-1 version 3.0 gives the following warning statement: "warning: if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or the sds lumen. Carefully withdraw the stent delivery system without deploying the stent.". In this case, the physician continued to advance the device despite the noted resistance. Therefore, the investigation understands that the physician did not adhere to the instructions outlined in the IFU. Veryan is aware that difficulty advancing the device can be an indication that difficulty may also be experienced deploying, as was seen in this case. Ufmeca-1 version 19.0 line items #48-53 documents the potential hazardous situations associated with resistance being present while advancing, and its potential to precede deployment issues such as partial deployment.

Event description:
It was reported that on (B)(6) 2025, a physician attempted to treat the distal right sfa of a patient using a 6x150 mm biomimics 3d device. The target site was described as having very heavy calcification, as well as there being stenosis within the vasculature. A contralateral approach was taken, using a terumo destination access sheath, and a .018" command guidewire. The physician performed vessel preparation via balloon angioplasty and shockwave lithoplasty. Then, having been flushed in accordance with IFU-1 version 3.0, the biomimics 3d device was introduced to the patient and advanced to the target site. Feedback indicated that difficulty was experienced while advancing the device, which the physician noted was the result of residual calcification in the vasculature. It was described that a lot of resistance was experienced while advancing the device. However, the physician did manage to position the device at the target site. Then, the tuohy borst valve was loosened, excess slack was removed, and deployment of the stent was initiated while holding the proximal pin luer in a fixed position. It was reported that a portion of the stent was released from the outer braid. However, at that point the physician experienced resistance and could no longer retract the outer braid. The deployment attempt was continued, which resulted in the separation of the bifurcation hub to outer braid bond before any more stent crowns could be deployed. Therefore, a partial deployment had occurred. At this point, the physician decided to remove the biomimics 3d device by retracting both the device and the guidewire. It was reported that this was done successfully, and that no portion of the biomimics 3d stent remained in the patient. Following the removal of the biomimics 3d device, the treatment of the patient was continued by using a non biomimics stent. No issues were reported with the use of this device. Feedback from the site did not note any adverse effects on the patient as a result of this case.